Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens implanted. Evaluation codes: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient reported has been experiencing mild halos around lights. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the physician indicated the event is ongoing and the patient's prognosis is good.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly patient is experiencing subjective visual disturbances ("mild haloing around lights") following icl implantation in 2012. According to the dcr, dated on 1/6/2014, the reported issue was ongoing with good prognosis and no additional treatment was required. Even though, the surgeon attributed ae to the device it should be noted that patient related factors (anatomy, physiology) could have caused/contributed to the event.. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device." It further precautions that "the effect of pupil size on visual symptoms is not known." The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms." Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).